Event description:
It was reported a pericardial effusion occurred. The procedure was cancelled. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. Venous access was obtained, and the trans-septal puncture (tsp) was being performed. The physician attempted tsp twice when an effusion was noted on the right side of the heart. A pericardial tap was performed to treat the effusion removing 450ml of red blood. The patient hemodynamics remained stable. The procedure was aborted after the effusion was discovered. The patient is expected to fully recover and was discharged two days later. The device is not expected to be returned for analysis. It was further reported that act was therapeutic. When dilator was positioned few times for tsp, pigtail wire was exposed so it was atraumatic. During first attempt the wire was not visualized in left atrium. There was no contribution from the versacross to cause the patient complication.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields describe event or problem (b5), in section b - adverse event or product problem, and device codes (f10 and h6), in sections f - user facility / importer report information and h -device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported a pericardial effusion occurred. The procedure was cancelled. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. Venous access was obtained, and the trans-septal puncture (tsp) was being performed. The physician attempted tsp twice when an effusion was noted on the right side of the heart. A pericardial tap was performed to treat the effusion removing 450ml of red blood. The patient hemodynamics remained stable. The procedure was aborted after the effusion was discovered. The patient is expected to fully recover and was discharged two days later. The device is not expected to be returned for analysis.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Device technical analysis: it was indicated the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk assessment: a review of the versacross connect laac access solution risk documentation was completed and confirmed that the event of pericardial effusion was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the information provided, the reported event of pericardial effusion is a known inherent risk of the versacross connect laac access solution device.

Event description:
It was reported a pericardial effusion occurred. The procedure was cancelled. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. Venous access was obtained, and the trans-septal puncture (tsp) was being performed. The physician attempted tsp twice when an effusion was noted on the right side of the heart. A pericardial tap was performed to treat the effusion removing 450ml of red blood. The patient hemodynamics remained stable. The procedure was aborted after the effusion was discovered. The patient is expected to fully recover and was discharged two days later. The device is not expected to be returned for analysis. It was further reported that act was therapeutic. When dilator was positioned few times for tsp, pigtail wire was exposed so it was atraumatic. During first attempt the wire was not visualized in left atrium. There was no contribution from the versacross to cause the patient complication.